Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 463mg/dl. The customer's most current level was 204mg/dl. The customer states they treated with pump and manual injections. Troubleshoot was conducted. The customer mentioned seeing air bubbles right before conducting high pressure testing. The customer was assisted in clearing bubbles and performing high pressure test. The pump was found to be operating as designed. The customer was advised to conduct full set, reservoir and insulin change. The customer was advised to follow up with their healthcare provider regarding unexplained high levels. The customer is being sent replacement supplies.